Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced break in aseptic technique which led to peritonitis manifested by cloudy effluent and abdominal pain. The break in aseptic technique was further described as the patient not using the face mask correctly. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was re-instructed on the aseptic technique and use of the face mask. On the same day as the onset, the patient was treated with vancomycin (2 g, every four days) and ceftazidime (1 g, daily) intraperitoneally for peritonitis. Five days later, the treatment with ceftazidime was discontinued. At the time of this report, the treatment with vancomycin was ongoing and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on (B)(6)2017(previously reported as (B)(6)2017). The patient was recovered from this peritonitis event 25 days after event onset (previously reported as 38 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) days after starting treatment for the peritonitis with vancomycin, the treatment was discontinued. On the same date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.